Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A third-party reported that prior to the customer's death, the customer used a freestyle libre 3 sensor. It was indicated that due to false low sensor scan readings, it may have resulted in erroneous treatment choices or impeded timely detection of a medical emergency. Adc customer service attempted to contact the third-party three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful as they were unable to locate the customer's account using the information provided by the third-party in their email, and no contact details were available. A follow up email has been sent to the third-party requesting for all the relevant information in order to locate their account and assist them further with their request. No further information has been received at this time. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A third-party reported that prior to the customer's death, the customer used a freestyle libre 3 sensor. It was indicated that due to false low sensor scan readings, it may have resulted in erroneous treatment choices or impeded timely detection of a medical emergency. Adc customer service attempted to contact the third-party three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful as they were unable to locate the customer's account using the information provided by the third-party in their email, and no contact details were available. A follow up email has been sent to the third-party requesting for all the relevant information in order to locate their account and assist them further with their request. No further information has been received at this time. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
This also serves as a correction report. The following section has been updated: d4: model#. The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. Stability data for product was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.